Manufacturer narrative:
The following sections have been updated: b4: date of this report d1: brand name d4: catalog number g3: date received by manufacturer g4: k101880 g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #4 was fractured and removed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2022-00294 and 0002023141-2022-00294-1 were reported in error. Please disregard these submissions. No further reports will be submitted for this event. The following sections have been updated: g6: checked "follow-up".